Event description:
Needle broke off inside her [medical device complication]. Case description: this spontaneous report from a medical doctor in the united states was reported as "needle broke off inside her", concerns a 70 year-old female patient with levemir flexpen (insulin detemir) from 2007 and ongoing with novofine 30 needles for insulin-requiring type ii diabetes mellitus. It was reported that on approx two and a half months later, the novofine needle "pulled away from the levemir flexpen after injection". The patient was seen by her physician on eleven days later, and noted that she was not in any pain. An x-ray performed on five days later, confirmed the needle was inside the patient's adipose tissue. The patient reportedly does not plan to have the needle removed since it is not causing her any pain. The overall outcome is reported as "not recovered". Reporter's causality: unknown. Novo nordisk causality: reportable.